Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One fluoroscopic video was provided and reviewed. The video is brief and suboptimal quality but depicts the device deployed in the vena cava having been introduced from a right femoral access. The filter is fully separated from the delivery system and has not fully opened. The limbs appeared to be tethered. Therefore, the investigation is confirmed for the reported expansion failure as the filter is not fully opened, and limbs appeared to be tethered. A definitive root cause for the reported expansion issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, after the release, the filter was allegedly not fully released. The procedure was completed using another device. There was no reported patient injury.